Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the type of the material that remained in the device could not be identified. The evaluation found no physical damage in the areas where the foreign material was found, and it was unknown if there was a deviation in the reprocessing steps for the device. Therefore, a definitive root cause could not be determined. Occurrence of the event can be detected/prevented by handling the device according to the instructions for use (IFU). Detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation the additional findings were as follows: the labels were peeling on the production and radio frequency identification (rfid), the brush passage had restriction on the light guide tube side, the borescope found that the forceps passage had tears, kinks, stains and deep scratches, the bending section cover glue had a crack and the suction flow/port was clogged, found debris in the channel during the dry process. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the cleaning brush cannot be inserted nor removed due to being clogged on the evis exera iii colonovideoscope. The issue occurred during reprocessing. Device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a clogged device due insufficient reprocessing. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.